Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to insertion, the swg was found bent. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no death or complications to the pt as a result of this occurrence.